Event description:
This female patient with a history of angina, hypertension, diabetes, and previous percutaneous coronary intervention (pci) with cypher stent in the proximal left circumflex artery (lcx), was admitted for elective angiographic coronary evaluation. The patient was taking aspirin and ticlid. Heparin was administered during the procedure. Angiography revealed two de-novo, concentric and deformed (bumpy) lesions in the distal and proximal right coronary artery (rca). The lesion in the distal rca was described as 10mm in length and the vessel diameter was 3.5mm. The lesion in the proximal rca was described, as 12mm in length and the vessel diameter was 3.5mm. The distal rca lesion was not pre-dilated. A 3.5 x 18 mm cypher stent was deployed to 18atm for 30seconds in the distal rca. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. The lesion in the proximal rca was pre-dilated with a 2.5 x 15mm balloon inflated 12atm for 30sec. A 3.5 x 18mm cypher stent was deployed to 18atm for 30seconds. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. The patient was discharged on aspirin, clopidigrel (ticlid was discontinued). Approximately 32 months post index procedure the patient was brought to the hospital as an emergency due to acute myocardial infarction (ami). Angiography revealed thrombus within the 3.5 x 18mm cypher stent implanted in the distal rca. To treat the thrombus, aspiration thrombectomy and balloon angioplasty were conducted. The patient was discharged after 10 days hospitalization. One month later, the patient returned to the hospital due to heart failure and restenosis was observed in the 3.5 x 18mm cypher stent implanted in the distal rca. To treat the restenosis, a 3.5 x 18mm duraflex bare-metal stent was implanted within the previously implanted cypher stent.

Manufacturer narrative:
Physician's comment: the possible cause of the thrombotic event was because there was suspicion the patient had antiphospholipid-antibody syndrome and the target lesion in the distal rca was deformed. The patient was started on warfarin. This cypher product is not distributed in the us; however, it is similar to us distributed cypher products. Additional information will be submitted within 30 days of receipt.